Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2016-00032: plate.

Event description:
An aculoc 2 distal radius plate was implanted. In a post-op x-ray, a longitudinal secondary fracture was identified.